Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter and guidewire was confirmed, but the cause of the damage could not be determined from the three photographs that were provided for investigation. The first photo showed a 20g powerglide pro with the catheter shown at the side of the deployment system. The safety mechanism was positioned at the tip of the needle and the section of wire that extended beyond the safety mechanism exhibited what appeared to be a sharp kink in one location and a more gradual bend in another location. What appeared to be blood residue was observed on or within the catheter. A bend was noted near the distal end of the catheter. The catheter was still connected to the wings. The second photograph showed the distal end of the catheter that was bent. The section of tubing distal to the bend appeared to be full of a red colored residue. What may have been a perforation was observed at the bend in the catheter. The entire catheter appeared to be intact. The third photograph showed the section of wire that extended from the distal end of the safety mechanism. It was reported that the catheter could not be advanced from the needle during the insertion process. It is possible that the catheter was punctured with the needle or damaged with the guidewire, but the exact cause could not be determined from the photographs. A lot history review (lhr) of redx0111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported nurse was inserting the midline and was able to advance the wire without resistance and then she attempted to advance the catheter and was unable to do so. When she tried to remove the catheter and wire we met some resistance, but was able to successfully remove the catheter and wire. The catheter was examined by the nurse and our interventional radiologist and it was all there with the exception of where it looks as though the wire perforated the catheter during advancement, thus the reason we could not advance the catheter itself.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx0111 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported nurse was inserting the midline and was able to advance the wire without resistance and then she attempted to advance the catheter and was unable to do so. When she tried to remove the catheter and wire we met some resistance, but was able to successfully remove the catheter and wire. The catheter was examined by the nurse and our interventional radiologist and it was all there with the exception of where it looks as though the wire perforated the catheter during advancement, thus the reason we could not advance the catheter itself.